Event description:
Per the clinic, the patient experienced migration of the electrode array and has stopped responding to sound (specific date not reported). Open circuits were noted on all electrodes. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.